Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9:00pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿591mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and took their usual dosage insulin in accordance with the subject meter readings at 9pm. The patient reported that 40 minutes later they developed the symptom of ¿extreme sweating¿. In response to this symptom the patient visited the emergency room and was treated with IV glucose by a healthcare professional at 10:15pm. The patient¿s blood glucose was also measured on an emergency room meter and a result of ¿31mg/dl¿ was obtained. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.